Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of an omega stent delivery system (sds) with stent and no other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon between the markerbands. There was a complete hypotube separation 24cm from the strain relief. There was pulled hypotube sheath material at the ends of the hypotube fracture. There were numerous kinks throughout the hypotube. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the device analysis completed on (B)(6) 2014. It was reported that crossing difficulty occurred. The target lesion was located in a moderately calcified and moderately tortuous left anterior descending artery. A 24mm x 2.50mm omega¿ stent was advanced to the but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, the returned device analysis revealed a broken hypotube. This product is only ous approved but it is similar to an approved us device.